Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during a planned treatment, procedure was delayed and completed by restarting the system. The remote service engineer (rse) suggested to the third-party engineer for confirming the reported issue. Third party engineer inspected the system onsite and confirmed that the loose connection of image hard disk. The third-party engineer, reset the image hard disk. After the resetting image hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not possible due to an image disk error. No user or patient harm has been reported.